Event description:
The customer reported that all the info concerning the death of a pt was discharged from the system without saving.

Manufacturer narrative:
The unit secretary was contacted and stated that there was no allegation of device malfunction, delay in treatment or failure of the nursing staff to respond to the condition. They had discharged the pt without saving the pt data, and were asking if there was any way to retrieve the lost info. Based on the available info and while there is no indication of a device malfunction, the device is not deemed to be a factor in this pt's death since the staff was aware of the change in the pt's condition. They were only looking for retrospective data and no allegation of a device malfunction or serious impact to the pt. No further investigation or action is warranted.